Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: thank you for reaching out for support on bd alaris disposables. I have copied your issue with 20027e below: experiencing issues with priming the 0.2 micron filter. The issue is that nurses are hitting resistance upon priming. In one instance they were unable to depress the syringe plunger at all. ¿ it sounds like they are manually priming the .2 micron filter extension set with a syringe. Are they using saline to prime it? If with saline would it be a prefilled saline flush 10ml syringe? When priming in what position is the filter? Are they inverting the filter or holding it down so that it would fill naturally? ¿ when did these failure to prime start happening? ¿ how many events have they experienced ¿ has there been any issues on filters that may have been difficult to prime, after the prime was completed? (Ie occlusion alarms while infusing that could not be accounted for.) ¿ can you provide the lot numbers of the filters that couldn¿t be primed? ¿ would you be able to send these samples in for investigation? I would like to get them in as soon as possible to try and determine the cause of the issue.

Manufacturer narrative:
H6: investigation summary the customer complaint that there are priming issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20027e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: thank you for reaching out for support on bd alaris disposables. I have copied your issue with 20027e below: experiencing issues with priming the 0.2 micron filter. The issue is that nurses are hitting resistance upon priming. In one instance they were unable to depress the syringe plunger at all. It sounds like they are manually priming the .2 micron filter extension set with a syringe. Are they using saline to prime it? If with saline would it be a prefilled saline flush 10ml syringe? When priming in what position is the filter? Are they inverting the filter or holding it down so that it would fill naturally? When did these failure to prime start happening? How many events have they experienced? Has there been any issues on filters that may have been difficult to prime, after the prime was completed? (Ie occlusion alarms while infusing that could not be accounted for.) Can you provide the lot numbers of the filters that couldn¿t be primed? Would you be able to send these samples in for investigation? I would like to get them in as soon as possible to try and determine the cause of the issue.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.